Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a tower door 1 continuously fails. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the tower door had failed. A field service engineer (fse) replaced the latch for door 1 and tested the device under hardware test application (hta). The fse also reseated connections in the center column. There were no failures upon restart, and the system functioned as intended after the field service engineer repaired the device.